Event description:
The patient reported that the pump was intermittently unresponsive to button presses. The patient denies keypad peeling and indicated that the buttons feel normal and click as usual. The patient indicated that he wore the pump into a salt water pool.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: leak test found leak through peeling keypad, keypad buttons were responding intermittently, evidence of moisture corrosion was observed under button contacts, and keypad flex was not responsive. The pump cover was removed and there was evidence of moisture was observed on keypad flex connector and pcb.